Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer stated that the pump was in her pocket and she was driving a lot that day. Customer stated that the pump belongs to her doctor's office. Customer was advised that the pump cannot be replaced since it does not belong to her. Customer stated that she is away at college and left her pump at home. Customer's pump at home also has a button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer called back and provided the serial number to have the pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.